Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 240 units of cold insulin. Subsequently, the customer reported always using cold insulin to fill the cartridge. The customer declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.